Manufacturer narrative:
Sections with additional information as of 17-mar-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 143, 145, 238, 159 and 150 mg/dl. The customer¿s expected am fasting blood glucose test result is 124 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 266 mg/dl using true metrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/26/2024 and test strips were opened a few weeks ago. The meter memory was reviewed for previous test result history: result 1: 143 mg/dl, date: (B)(6) 2023, time: 7:30 am, fasting; result 2: 145 mg/dl, date: (B)(6) 2023,time: am, fasting; result 3: 238 mg/dl, date: (B)(6) 2023, time: am, fasting; result 4: 159 mg/dl, date: (B)(6) 2023, time: am, fasting; result 5: 150 mg/dl, date: (B)(6) 2023, time: am, fasting.

Manufacturer narrative:
Internal report reference number: 129292-1. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 16-jan-2023 to ensure and to ensure the customer¿s initial concern was resolved- customer states after being trained he is happy with his meter and is now aware of what he was doing incorrectly. Customer is comfortable with the glucose readings from the original products.